Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; h6. No product was returned; however, a picture was provided. A visual examination of the provided picture identified that the cup, liner, and head were explanted. The cup and liner were covered in bio debris and had sustained damage during the revision. Therefore, the devices cannot be further evaluated based on the image provided. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: single oblique view of the right hip demonstrates a right total hip arthroplasty without fracture. Asymmetric position of the femoral head within the acetabular cup could indicate polyethylene wear. Femoral head is difficult to evaluate but not completely rounded in appearance with a flattened appearance along the medial aspect, of uncertain etiology. Radiolucent defect within the acetabular cup is of uncertain etiology but presumably expected. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# unknown lot# unknown ¿ unknown head. Cat# unknown lot# unknown ¿ unknown liner. G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to cup loosening. The surgery was a posterior operative approach. No additional information was available.